Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for this event. Treatment for this event was injection vancomycin (2 g, intraperitoneally, immediately on the onset and then once every six days for two weeks) and injection fortum (500 mg, intraperitoneally, twice a day, for 14 days starting one day after onset of peritonitis). Peritoneal dialysis therapy was ongoing. At the time of this report, the patient has recovered from this event. No additional information is available. This is report 2 of 3.